Manufacturer narrative:
The event date was arbitrarily chosen as (B)(6) 2016. It was reported that the patient had chronic gi bleeding the last year. Approximate age of device ¿ 3 years, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient had chronic gastrointestinal (gi) bleeding the previous year, and that anticoagulation was discontinued. A balloon enteroscopy was completed; however, the results were not provided. It was reported that the gi bleeding resolved. The patient was severely debilitated and required time in a rehabilitation facility. It was not specified if the gi bleed was a contributory factor. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.